Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(4) 2009. Subsequently, patient underwent a revision procedure on (B)(4) 2015 due to osteolysis suspected from poly wear.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the root cause of the event could not be determined.